Event description:
It was reported that pump displayed malfunction code 24 with associated fault ID 0x2219, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump and planned to rely on alternate insulin method if needed, while technical support confirmed warranty status, arranged shipment of replacement pump with updated software, and instructed customer on placing pump into storage mode, returning pump within 10 days, and reprogramming pump settings and reconnecting continuous glucose monitor on replacement pump.